Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017. During processing of this incident, further information regarding weight was requested but not received.

Event description:
It was reported the patient had a surgical procedure where the device was not placed into surgery mode. Subsequently, the ipg could not communicate with external device and stimulation was lost. Troubleshooting was attempted by the company representative to no avail. Surgical intervention may be pending address this issue.

Event description:
Additional information was received indicating that ipg was explanted and replaced. Therapy was restored.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. An inoperable implant was reported to abbott. The system was not set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. As a result, the patient¿s ipg was explanted and replaced. Therapy was restored. The implant was not returned for analysis. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with user error.